Manufacturer narrative:
Initial name -(B)(6). MDR . / initial 3 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced eight infusion sets fell off events during use on (B)(6) -2026. The infusion sets were used for couple of hours and patient replaced infusion sets and resumed insulin deliveries successfully.